Event description:
A malfunction was reported on the pump, specifically displaying malfunction code 6. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information for resetting the pump, assisted the customer with the reset, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.